Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation ix main body and two (2) iliac limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure a type 1a endoleak was found on the 30 day follow up. The patient is stable and the physician plans to re-intervene

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. It should be noted that the second sealing ring is slightly in the fusiform sac; however, the aortic body and first sealing ring are according to the IFU and this case is on-label. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported be good following a successful secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially implanted with an ovation ix main body and two (2) iliac limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure a type 1a endoleak was found on the 30 day follow up. The patient is stable and the physician plans to re-intervene. Subsequent to the initial report, additional information was provided that successful re-intervention was completed with implant of a palmaz (non-endologix) stent and ballooning. The final patient status was reported to be well.